Event description:
The event is reported as: complaint alleges that when the device was turned on, the electrode overheated and the plastic below the tip melted. This happened before pt use. Upon closer examination the needle tip had a barb on it that should not be there. No pt injury reported.

Manufacturer narrative:
Sample has not been returned to manufacturer in time for this report. Investigation is incomplete. A follow-up investigation report will be sent when completed.